Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery, the target lesion was located in the coronary vasculature. This promus element stent delivery system was advanced and deployed in the target lesion; however, the 28mm stent shrank to 15mm. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. Additional information has been requested but not yet received.

Manufacturer narrative:
Age at time of event: 18 years or older device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).